Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced tubing issue on (B)(6) 2026. It was stated that the patient tubing was unable to unclip from the site. No further information available.